Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant low complete blood count (cbc) results on the advia 2120 with dual aspirate autosampler instrument. The fse found air in the sheath/rinse tubing and replaced the sheath/rinse tubing. He also cleaned the check valve pump. He ran samples and confirmed that the instrument was working properly. The cause of the discordant low cbc results on the advia 2120 with dual aspirate autosampler instrument was due to air entering the sheath/rinse tubing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, low complete blood count (cbc) results were obtained on seven (7) patient samples on the advia 2120 with dual aspirate autosampler instrument. One (1) result was reported to the physician, who did not question the results. The physician prescribed a blood transfusion for the patient. The customer determined that the reported results were discordant by re-evaluating other cbc results in the patient report. The patient sample was not repeated on the same or alternate instrument. Results from the other six (6) discordant low patient samples were not reported to the physician(s). There are no known reports of adverse health consequences due to the reported discordant, falsely low cbc results nor due to the blood transfusion.